Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative . The heart is a multivalvular system with heart valves function to promote coordinated forward blood flow during the cardiac cycle. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. Additional unplanned intervention might be required to restore the normal forward blood flow. The potential for serious injury is not remote. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event.

Event description:
It was learned via medical records that a 27mm valve was implanted in a redo-mvr procedure. However, as the patient was rewarmed and weaned from bypass, moderate to severe aortic insufficiency was noted. The patient was found to have distortion of the aortic annulus by the mitral anulus, although no sutures had caught any of the aortic leaflets. A 23mm valve was implanted. The patient was taken back to the ICU in guarded condition. Patient was discharged home in stable condition on pod #13.